Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed was received with protruded/loose drive support disk, cracked reservoir tube lip, scratched lcd window, cracked case at the display window corner, cracked reservoir tube, missing end cap sticker, and cracked battery tube threads.

Event description:
The customer reported that the drive support cap was sticking out. The blood glucose reading was 130mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller to disconnect from the device and revert to back up plan. No further information was provided.